Event description:
During closure of the instrument on the wedge tissue, the instrument could not fire the staples. The surgeon had to revmoe a larger part of the lung. Applied another stapler. Wedge resection.